Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed displacement test and self test. Device received with corroded battery tube, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer reported difficulty to turn the on insulin pump. The customer stated that they were oriented to disconnect from the pump, to clean the battery cap or compartment, insert new batteries and pump turn on. No harm requiring medical intervention was reported. The device will be returned for analysis.